Event description:
It was reported that a female patient underwent a primary breast augmentation surgery with implantation of an undisclosed saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated right breast implant during a physical exam with a medical professional. As a result, the patient was scheduled for removal and replacement on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Date of explantation:(B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 12, 2022, mentor received additional information. The patient's explantation was rescheduled for (B)(6) 2022. During this procedure the patient underwent bilateral removal and replacement with 325cc mentor smooth round moderate plus profile saline breast implants. Additionally, the patient's age, ethnicity, and race were provided as 60, not hispanic/latino, and white, respectively. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 07, 2022, the mentor analysis lab received the suspect medical device for evaluation. On november 14, 2022, mentor completed an evaluation on the returned device. Mentor then conducted a visual inspection, leak test, microscopic examination, and thickness measurement of the device. During the visual analysis of the returned sample saline implants no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with mentor procedures, and was found to have a rupture between the patch and shell. A microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Manufacturer¿s reference number: (B)(4).